Manufacturer narrative:
The product labeling for millex - or sterilizing filters clearly states 'do not use with syringes smaller than 10cc'. Unfortunately, a 2cc syringe was used during the complaint event procedure. The 2cc syringe caused the need for over tightening and fluid pressure buildup. Use of a syringe 10cc (or greater) would eliminate the need for over tightening and reduce the fluid pressure within the device assembly. Since the millex - or filter reference in (B)(4) was 'misused' according to product label statements, there is no corrective action planned at this time.

Event description:
During cataract surgery, the millex-or sterilizing filter (with dispensing tip) detached from the syringe and with force was projected into the patient's eye.